Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device was difficult to remove. The device was ultimately removed and hemostasis was achieved using manual compression. There were no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.